Event description:
Customer reported that the buttons on the insulin pump were stuck. Customer stated that the insulin pump also alarmed button error. Customer stated that she has been treating with shots and may have given too much correction. Customer's blood glucose reading at the time of the call was 45 mg/dl and has treated with juice and two oranges. No further information reported.

Manufacturer narrative:
No button error alarm was noted. The intermittent up arrow button response due to corroded keypad traces. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump had cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window, a cracked display window, a cracked case at a display window corner and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.